Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported needle to cuff miss however the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The two other perclose proglide devices referenced are being filed under separate medwatch manufacturing report reference numbers.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with three proglide devices, using a pre-close technique, via a 6f sheath prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, all three proglide devices had cuff misses. The aaa procedure was completed and a surgical cut down was performed to achieve hemostasis. There was a clinically significant delay in the procedure due to the cut down procedure. Hospitalization was prolonged. The physician is reportedly trained in the use of the proglide device. No additional information was provided.